Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient (pt) with an implantable neurostimulator (ins). Pt stated, "this thing has been acting up for a while." Pt clarified the ins will take a full charge but when you turn it back on it will not respond when pt presses stim on for the past week or so. Pt connected with the controller and reported the ins is currently showing as off and the group is not highlighted on the screen. Pt clarified the issue is he can still feel "the vibration' from stimulation when he coughs or moves a certain way even though stim is showing as off. Pt is able to turn stimulation on with his controller, but he does not feel any change in stimulation sensation that he was feeling. Ins charge is showing 100% controller charge is showing 80%. Caller was redirected to the healthcare provider (hcp). Pt stated he does not have a current hcp and hcp listings were emailed.